Manufacturer narrative:
The lot history record reviews were not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. The other device involved in the event is as follows: model#: not reported / lot#: not reported / dom: n/a / exp: n/a. (B)(4).

Event description:
Treatment of a large and complicated aneurysm measuring approximately 40mm located in the a-comm (anterior communicating) artery that was previously treated with multiple coils. The aneurysm was still growing; therefore, the pipeline procedure was conducted. The patient underwent pipeline embolization treatment on an unspecified date. The procedure was reported to be a few weeks prior from the date of the report (04 dec 2014). During the procedure, it was reported a large hemorrhage occurred after the two pipelines (unspecified sizes) were implanted. It was reported that the patient was not doing very well post procedure. No further information was available.